Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During installation of the device, the roller pump display was distorted. Pump status continued to be available by means of the central control monitor. Control of the pump speed remained available through the local speed control knob and the central control monitor of the heart lung console. There was no adverse consequence to a patient as a result of this event.